Event description:
It was reported by service report that the side rail could not fully latch due to broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.